Event description:
Voluntary medwatch received states that patient admitted in hospital due to low blood pressure. It was noted that right ventricular (rv) lead exhibited high impedance and inadequate capture. No additional information was available.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183219 d4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.